Manufacturer narrative:
Addtl narrative: philips has investigated this complaint. It was confirmed that the event happened outside of clinical use. A philips service engineer inspected the system onsite and replaced the wireless footswitch and charger. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Corrected data: updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch could not connect with the system. No information regarding the device use is available. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.